Event description:
Patient reported their pump is broken. No further information, details or dates available. Unknown if doctor of medicine is aware. Device serial number and expiration date unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot number and expiration date unknown. Dose/amount: gamunex - 25gm. Gamunex. Indication: common variable immunodeficiency, unspecified.